Event description:
Name of procedure being performed: nephrectomy detailed description of event: the [name] hospital this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when tried to use during the procedure, the bag didn¿t open. The case was completed with the new one. The additional information is as follows; the doctor seemed to feel some discomfort, such as resistance (more force than usual). It was confirmed that the cord had come off when pulled it open, and then tried to use it somehow, but there was nothing he could do. Therefore. He pulled out the entire trocar and removed it. Initial investigation report: the event unit was returned to us and visually inspected. It was found that the bag was connected with the device by a cord. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 package, 1 introducer, 1 bag patient status: no patient injury. Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection observed a portion of flattened cord loop, confirming the complainant¿s experience of a device jam. The metal supports were exposed as the tissue bag was returned detached from the unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the device jam or exposed metal supports based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, the event was not reportable as it was deemed unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the exposed metal supports. This report is combined initial and follow-up report.